Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's power was intermittent. There was no reported patient involvement.

Manufacturer narrative:
The device was received by the philips bench repair on 14-apr-2017. The bench observed that the device issue was of a rear case having its battery port clips warn out, thus giving the issue of intermittent power failure the rear case was replaced and the device passed all performance assurance testing and was placed back in service. This was a malfunction of the rear case there is no indication of a systemic problem; no further investigation or action is warranted. Patient information has been requested but not yet provided.

Event description:
It was reported to philips that the device's power was intermittent during a cardiac arrest case . It was reported that the alleged failure was observed while in use on a patient. It is unknown at this time if adverse patient impact was reported.